Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 20%. Reportedly the pump has shut off due to the battery depletion issue in the past. Customer reported blood glucose level was in the 300s (mg/dl). A bolus was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.